Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. The device identifier # in was left blank as it could not be determined based on the available model #.

Event description:
The customer from mexico reported that his blood glucose readings were not being stored in the memory of the contour plus meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour plus meter for evaluation. The returned meter switched on as expected. A customer service mode was run through and no anomalies were found. To verify the meter functionality, three control tests were run using the returned meter with the in-house contour plus control solution and in-house contour plus test strips, which gave a satisfactory performance. Additionally, the meter was tested on an in-house testing fixture to simulate blood test and the meter successfully displayed the result and recorded it in the meter's memory.